Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the device was returned for evaluation. Hematoma: the cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not kept upon explant by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Event description:
The complainant report that a patient was implanted with an impella cp for mechanical circulatory support. The patient has inr of greater than 3. With impella insertion completed, the peel away sheath was removed and repositioning sheath was in place. A hematoma was noted above the access site. Pressure dressing was applied above the site. Anticoagulation monitor anti xa was used. The patient was on anticoagulants. The device was not removed due to the events. Minimal blood loss was noted. Forward suturing was utilized. The introducer peeled away was outside of the body. Bleeding was located at the access site around the sheath. The reposheath was properly placed with angle matching. 3000 units of heparin was given on impella insertion. 4 x 4 gauze was utilized. Additional information was received. The pump was not kept upon explant. The patient received red blood cells but per the staff was not due to the hematoma.